Event description:
Tlc75 jammed, would not fire completely, re-fired with new tlc75.manufacturer response for stapler,implantable(brand not provided) (per site reporter).issued a rga# and sent a return kit. Product was accidentally discarded.nothing was returned to ethicon. Replacement product was shipped to us.